Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the safe lock apd luer lock connector during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 4 of 4 treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was confirmed that there was no fluid observed in the cycler¿s cassette compartment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Upon follow up with the pdrn, it was confirmed the patient was able to set up with new supplies, and completed their pd treatment using the cycler. The safe lock apd luer lock connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.